Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. It was determined that the cmos memory had become corrupt. Software was reloaded. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the system 9800 would not initialize and was therefore, non operational. There was no adverse pt involvement reported. There was no pt information reported.